Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified iliac artery. After a non-bsc guidewire crossed the lesion, a 3mm x 20mm x 144cm coyote es balloon catheter was advanced for pre-dilation but unable to cross the lesion. A 2mm x 20mm x 143cm coyote es balloon catheter was then used but during first inflation at 6 atmospheres, the balloon ruptured. The device was removed and advanced again the 3mm x 20mm x 144cm coyote es balloon catheter but during first inflation at 10 atmospheres, the balloon ruptured as well. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries reported.